Event description:
It was reported that the "the balloon was ruptured at the inflation test before use." The product was not used and there were no patient complications.

Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. No syringe, introducer or contamination shield was returned. The balloon was ruptured around the circumference at the central area of latex. The edges at the rupture site could not be matched up. No deterioration was found on the rest of the balloon. No blood was visible on the catheter and there was no evidence of use on a patient. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eye. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of balloon rupture was confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. The cause of the balloon rupture could not be determined with any certainty; device handling may have contributed to the damage. No actions will be taken at this time.